Manufacturer narrative:
A ge service representative performed an onsite investigation. The service representative replaced the single board computer and the hard disk drive, loaded the software and the configuration files as well as installed the workstation rear cover fastener kit and the ethernet cable. The system was tested and found to be working as intended and put back in service.

Event description:
The customer reported that the system would not boot up. No patient injury was reported.